Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the pump was returned and unable to duplicate the blank screen complaint. Unrelated to the original complaint, the pump was found to power on to a dim display with reddish text. The cartridge compartment was also found to be cracked. Cracks were found in the battery compartment from the threads to the left of the grip pad, and below the grip pad to the case seal. A cracked display lens was also discovered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.